Event description:
The customer reported that during the vaginal portion of the hysterectomy procedure, the surgeon was closing and pulled out retractor after having just cauterzied bleeders with the pencil. He discovered a burn on the labia under the retractor. The surgon surmised that the pencil may have arced to the retractor. The burned area was cut out and stitched. No info on degree of burn, but it was not a large area. The pt recovered fine. The lf4200 device had also been used on vaginal portion of the surgery.

Manufacturer narrative:
Date of initial report: 07/10/2009. The site has reported that the pencil was not saved and has been discarded. The IFU states "ensure the electrode is securely seated in the pencil. An improperly installed electrode may result in injury to the pt or the surgical team by arcing at the electrode and pencil connection."